Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus history anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was over delivering insulin. Customer's blood glucose was unknown. Customer's blood glucose was 310 mg/dl at time of call. Customer had low blood glucose and ems was dispatched. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.